Manufacturer narrative:
Concomitant medical products: product ID: 3560030, lot#: unknown, product type: extension. Other relevant device(s) are: product ID: 3560030, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there had been some difficulty pulling the external-portion of the lead extension. The healthcare professional (hcp)  took the patient back into the operating room right after completion of the procedure due to concern that potential extracorporeal portion of the lead extension that was removed was retained. Then the prior incision was opened and wound was explored there was no additional extension piece and then the would was closed back up. No complications occurred. More details have been already requested on difficulty pulling the external-portion of the lead extension.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had not experienced any clinical symptoms. The subject was discharged on (B)(6) 2020 with no further actions.

Manufacturer narrative:
Continuation of d10: product ID 3560030, lot# va28z6n, explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). With regard to the cause of the difficulty removing the extension, the rep reported that the hcp said that they drape with ioban, so the external portion of the lead extension was stuck to it as the ioban is sticky. So, until the ioban was removed, it could not be removed. The hcp looked at the wire before they left the or and it looked fine, so they let them roll the patient out, but then the hcp became paranoid and wanted no questions, so they check the sound to be sure. They just wanted to be sure since there was some difficulty pulling the external portion. Even though the part the was removed appeared fully intact and where they had cut it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.